Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During unrelated service visit, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working.

Event description:
It was reported by the customer to the getinge field service engineer (fse) during unrelated service visit, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4; b5; b6; b7; d8; d9; g1; g3; g6; h2; h3; h6 health effect- clinical code, type of investigation, investigation findings, health effect-impact code, investigation conclusion, component code; h11. The getinge field service engineer (fse) inspected the unit and verified that it was not responding to touch. The fse replaced the touchscreen (0160-00-0123) and then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The unit was approved for clinical use and returned to the user.